Event description:
In 2006 we were made aware of an sae event that occurred at med ctr approx 17 months ago. The research coord calling in the event noted while reviewing the sae records she observed the incident was never reported to us, no details was available at time of the call. We received the details surrounding the sae via fax. Based on the facts supplied, a female pt with history of acute infarct was considered for closure of her pfo. Intracardiac echo using the ice catheter revealed a floppy septum primum that was associated with a pfo tunnel measuring 12mm; the pfo was measured at 18mm. The implanting selected a 33mm cardioseal opted to proceed without the recommended transeptal puncture approach. The device was collapsed, loaded, advanced, and deployed across the defect in the standard fashion. During placement assessment the right atrial arm of the device was significantly riding on the pfo tunnel. The implanting physician was not comfortable with the device position across the septum and decided not to release it. He determined a transeptal approach would be appropriate and attempted to retrieve the implant which was still attached to the delivery system. The right atrial arms was captured in the 11f transeptal sheath and pulled down to the 14f back loaded bailout sheath where he encountered difficulties capturing the implant in the back loaded recovery sheath. The implant disconnected from the delviery system and lodged in the common vein femoral vein. A surgeon was consulted, and the pt was transferred to the or where the device was removed via a surgical cut down.

Manufacturer narrative:
In 2006 were were made aware of an sae event that occurred at med ctr approx 17 months ago. The research coord calling in the event noted while reviewing the sae records, she observed the incident was never reported to us, no details was available at time of the call. We received the details surrounding the sae via fax. Based on the facts supplied, a female pt with history of acute infarct was considered for closure of her pfo. Intracardiac echo using the ice catheter revealed a floppy septum primum that was associated with a pfo tunnel measuring 12mm; the pfo was measured at 18mm. The implanting physician selected a 33mm cardioseal opted to proceed without the recommended transeptal puncture approach. The device was collapsed, loaded, advanced, and deployed across the defect in the standard fashion. During placement assessment the right atrial arm of the device was significantly riding on the pfo tunnel. The implanting physician was not comfortable with the device position across the septum and decided not to release it. He determined a transeptal approach would be appropriate and attempted to retrieve the implant which was still attached to the delivery system. The right atrial arms was captured in the 11f transeptal sheath and pulled down to the 14f back loaded bailout sheath where he encountered difficulties capturing the implant in the back loaded recovery sheath. The implant disconnected from the delviery system and lodged in the common vein femoral vein. A surgeon was consulted, and the pt was transferred to the or where the device was removed via a surgical cut down. The implant and delivery system used in this procedure was not available for eval. Both lot numbers were available however, a review of our lot history records for both the implant and the delivery system used in this procedure passed all applicable steps, and was released in accordance with our procedures governing product release. No procedural films were available for review. The root cause of the implant disconnecting from the delivery system during the retrieval attempt remains inconclusive.